Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was experiencing uncomfortable stimulation. Patient stated they woke in the middle of the night with nausea and their teeth chattering. Patient thought their stimulation was too high, so they had turned it off. Patient stated the chattering went away, but the nausea did not. Patient was walked through decreasing stimulation and turning it back on, they stated it was more comfortable, but they still experienced nausea. Additional information was received the patient experienced mini-convulsions and stomach problems. They were redirected to their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they received a letter regarding the stimulation change they experienced. The patient stated the nausea, teeth chattering, and convulsions when the implant was turned off happened a week or so before the report. The patient stated the same thing happened again the morning of the report. The patient stated they turned the implant off ¿after getting up every hours¿. The patient noted teeth chattering, convulsions, ¿mind blowing¿ for about 3 minutes after turning it off. The patient stated they¿ve left it off because they were afraid to turn it back on. The patient stated they got the teeth chattering, cold, jerking, ¿mind goes ape¿ and after 3-4 minutes it would settle down. The patient was redirected to their healthcare provider and was told they could leave the implant off until they saw them.